Event description:
It was reported that a pt underwent a contralateral posterolateral fusion with rhbmp-2 and morcellized allograft. At an unk time post op, the pt developed a fluid collection behind the cage causing radiculopathy.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.